Manufacturer narrative:
The issue of split or burst tubing when using power injectors was evaluated under a formal investigation. It was determined that this is not a mfg or materials defect. It was communicated to the customer that standard i.v. Administration sets are intended for general infusion and not recommended for use with power injectors. Product labeling for this device states, "caution: not for high pressure infusion." This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported a tubing rupture while in use with a power injector; subsequently blood loss was noted. On an unspecified date, the customer contact reported that during a CT scan, the tubing set was being used to deliver 90ml of omnipaque 300, at a rate of 2.0ml/second, with a pressure setting of 200psi, via a power injector. It was reported that the option lok male adapter of the extension set was connected to the pt's IV access site. The customer contact reported that 35-45 seconds after the delivery was started, the tubing ruptured at the center of the tubing set. It was reported that an unspecified volume of contrast medium leaked. A reported minimal volume of blood loss was noted. The tubing set was replaced and the procedure was resumed. There were no reported adverse pt effects and no reported delay of therapy critical to the pt. No medical interventions were required. Though requested, no additional info was provided.